Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.

Event description:
The fse reported that the systems hard drive would not boot up. No boot. There is no report of pt injury or death.